Event description:
Information was received from a patient regarding an external device. It was reported that the patient was unable to charge their implantable neurostimulator (ins) using their wireless recharger. The patient stated they normally charged their implant every thursday night and last thursday night they couldn't charge it. The patient mentioned they tried again friday night and they still couldn't charge their ins, and that they could hear the "clicking" when the recharger was on their skin. The patient added that they'd already charged the wireless recharger up to 100%. The patient was guided through connecting the handset to the recharger via the recharging application. The patient reported seeing the 'not found' message. The patient was instructed to try the "switch recharger" option and enter the serial number manually. The patient confirmed the screen kept going back to the 'not found' screen. The patient confirmed the handset's bluetooth was turned on. The patient was instructed to try to hard reset the recharger and they confirmed seeing scrolling battery lights. The patient was instructed to try to hard reset the wireless recharger again while it was placed in the docking station, but the scrolling battery lights were still showing. The issue was not resolved through troubleshooting, and the patient stated they thought it was their first time seeing the scrolling battery lights.

Manufacturer narrative:
Continuation of d10: product ID wr9220, lot# serial# (B)(6), implanted: explanted: product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6)) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.